Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles observed in the t:lock on multiple, intermittent occasions. Reportedly, the air bubbles were primed out each time. Tandem technical support reviewed the cartridge air removal process and the contact acknowledged that proper air removal process was not followed. The customer's blood glucose level was in the 300s mg/dl range. Reportedly, the customer continued using the pump for insulin therapy.